Manufacturer narrative:
(B)(4). The returned instrument exhibits signs of repeated use and the anterior of the post feature has fractured off. Not all pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an instrument was returned fractured on a worn instrument return form. There was no known patient involvement. Attempts have been made and no further information has been provided.